Event description:
It was reported that, under-sensing was observed on the device. No intervention has been performed. The patient condition is not known.

Event description:
The patient was hospitalized as a result of this event.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the patient experienced a cardiac arrest. External defibrillator was used to resolve the cardiac arrest.